Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high capture threshold values and loss of capture (loc) on the right ventricular (rv) channel. The patient also reported symptoms of asystole and dizziness. Upon review of the presenting electrogram (egm) there were no abnormal lead measurements. The left ventricular auto threshold (lvat) testing showed three beats of no capture because lv reached threshold however the rv had no capture. The lvat episodes showed normal device behavior. The health care professional (hcp) will be performing troubleshooting of rv lead and see if there can be any pacing inhibition provoked, or p-waves sensed on the rv channel. Technical services (ts) recommended re-programming options. This device currently remains in service. No adverse patient effects were reported.